Manufacturer narrative:
Based on the claim against the universal surgical manipulator (usm) by the customer noting an error 25730, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set-up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause for error 23730 is attributed to the defective suj. This complaint is considered a reportable event due to the following conclusion: it was alleged that there were recoverable errors pointing to the usm. An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and confirmed the reported issue and replaced the suj. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was an error 25730 due to universal surgical manipulator (usm). The technical support engineer (tse) reviewed the logs and confirm error codes 25730 and 25733 were caused by the usm. The customer stated that they will continue to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the setup joint (suj) involved with this complaint and completed the device evaluation. The suj was analyzed, review of the system logs confirmed the occurrence of error code 25730. Suj was tested with an in-house system; however, the error fault was not reproduced. As a precaution, the proximal, distal and shoulder harness on the suj were replaced. The probable cause indicates a defective component.